Event description:
An aneurx stent graft aortic cuff was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 29 months ago. The vessels were severely tortuous and mildly calcified. It was reported that there was disease progression. The patient presented for follow-up and there was a type 3 endoleak between the right iliac limb and the bifurcated stent graft (see MFR # 2953200-2010-01510). The physician elected to place a talent converter stent graft and an occluder in the right iliac artery. A femoral to femoral bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): results: (endoleak), (disease progression).